Manufacturer narrative:
This report is for an unknown t-pal spacer applicator handle/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgery was for hernia and took place on (B)(6) 2014. The t-pal spacer applicator inner shaft 9mm was in the t-pal spacer applicator handle. Firstly, by means of x-rays, the surgeon verified the position of the applicator lightly hammered into the intervertebral disc space. However, it was impossible to detach the implant from the spacer at the time of its insertion. The surgeon tried to insert the implant after taking the shaft out from the applicator handle, but it was unsuccessful. At the last attempt, after reassembling the instruments, the surgeon could finally remove the applicator from the implant by force. In consequence, the shaft was found bent. The area found bent is up to around 4 cm from the bottom part of the shaft. There was reportedly a twenty minute delay in the surgery. There were no adverse consequences to the patient. This report is for an unknown t-pal spacer applicator handle. This is report 2 of 2 for (B)(4).